Manufacturer narrative:
(B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite device was used during a pelvic floor repair procedure on (B)(6) 2017. According to the complainant, during the procedure, the capio carrier broke and detached inside the patient. The broken section of the carrier was retrieved with the use of forceps. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.